Manufacturer narrative:
The insulin pump had intermittent button response due to flattened up and down buttons dome switch. No unexpected numbers ramping/scrolling during testing. Device had cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and the buttons were not responding. No significant events leading to the keypad issue. Blood glucose value was 126 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.